Event description:
Additional information states that the device operated as expected, and the patient was started on heparin infusion and bridged to therapeutic international normalized ratio (inr). Lactate dehydrogenase (ldh) down trended and stabilized by (B)(6) 2020. There were no additional relevant diagnostic or test results.

Manufacturer narrative:
Section b5: a pump exchange previously occurred on (B)(6) 2020, (reported under MFR # 2916596-2020-04369). Section b3: event date was corrected to (B)(6) 2020, as this is when the patient was admitted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported acute renal injury, elevated lactate dehydrogenase (ldh), and fluid overload could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020 to (B)(6) 2020. There were no atypical alarms, and the pump operated as intended at the set speed for the duration of the log files. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists renal dysfunction and hemolysis as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient underwent a pump exchange on (B)(6) 2020. The post-operative course was complicated by endoscopic acute kidney injury (aki). The patient was discharged on (B)(6) 2020 and re-admitted on (B)(6) 2020 due to worsening aki, low urine output on oral (po) diuretics, fluid overload, elevated aspartate transaminase and alanine aminotransferase ( ast/alt), and lactate dehydrogenase (ldh) that elevated to 1,917 from 332. Device interrogation revealed no alarms. No further information was reported.